Event description:
Lens was explanted due to dysphotopsia.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black marks on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ping meter had black marks on the display. The patient's diabetes is managed with an insulin pump. The display issue began on (B)(6), 2010 at 6 pm. At 10 pm, the patient's insulin cartridge read zero while the patient tested on another meter obtaining a blood glucose reading of over "500 mg/dl." It is not clear how long the patient's insulin was empty prior to the alleged hyperglycemic episode. At that same time, the patient reportedly developed high sugar symptoms described as "dry mouth, weight loss, sleep, and sweaty" and managed to administered self treatment with 3 units of humalog insulin. According to the troubleshooting performed with customer service, there was no product misuse. Replacement products were sent to the patient. This complaint is being reported due to the alleged display issue. However, there is no evidence that the patient suffered a serious injury due to the product issue. Given the short time between the onset of the alleged issue and the reported symptoms, the patient most likely hyperglycemic prior to or when the issue began. Furthermore, the patient's insulin pump cartridge was at zero suggesting that he had not been getting his basal insulin regimen. Therefore the meter did not contribute to the patient's hyperglycemic episode.